Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) the dentist reported that 1 month after the dental implant was installed in intraoral region #30 it was verified its non- osseointegration . 50 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type ii.